Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of wire/anchor dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that a truetome 39 was attempted to be used in the duodenum and papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the tip of the cutting wire broke when energized. The cutting wire was intact, but the wire anchor dislodged from the catheter. It was reported that no part of the cutting wire was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.